Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that after the airbag is inflated, the air bag quickly leaked; the air bag was still poorly inflated after multiple injections; a simple respirator was given to assist ventilation. No patient injury was reported.